Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. However, trend code analysis is performed each month.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: 6/19 inratio=2.4; 7/1 lab=5.2. The patient self tester's therapeutic range is: 2.0-3.0. Patient self tester went to the hospital on 7/1 for a nose bleed; he was not admitted to the hospital but he stayed there for a couple of hours and they packed his nose. The lab inr=5.2; however, no other treatments were given.